Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. A partial lead with the distal tip measuring 54.0cm was returned for analysis. External insulation abrasion was noted at 7.4-8.6cm and 8.0-9.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 7.0-8.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location.